Event description:
Customer reported keypad error code 210.6020.

Manufacturer narrative:
The customer reported problem was confirmed. The device was repaired, passed all required testing and specifications and released back to the customer. Based on the findings, service determined that the proximate cause of the reported issue was due to electrical failure of the keypad - unresponsive key. A review of the device history record for sn (B)(6) was performed from 07/03/2018 to 8/20/2020 and confirmed that this device was not previously returned for servicing. Also, there were no production failures indicated on the source device.

Manufacturer narrative:
The affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
Customer reported keypad error code 210.6020.